Event description:
Stryker mako robot saggital saw right angle attachment and straight sagittal saw attachment 2.7 breaking and unable to hold saw blade securely. Repairs and replacement required frequently. Risk to patient harm during procedure. Mfg IFU followed for processing. Ref report mw5153825.